Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: dvbb1d1 ICD implanted: (B)(6) 2015, 694965 lead implanted: (B)(6) 2007 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited power switching. The battery was serviced with lubricant. After the servicing, the battery was placed onto the controller and the battery gauge on the controller went from fully charged to dark, along with a message to connect power and would beep. Also, when a second power source was attached to the controller with this battery and the new battery was disconnected, a disconnect alarm would sound which indicated that the battery was not providing power. The battery was exchanged. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the controller was replaced due to possible involvement in the pump stop incident that occurred with the battery.

Manufacturer narrative:
Other devices involved in this event: d1: heartware ventricular assist system ¿ controller 2.0 d4: controller 2.0 / (B)(4)/ model #: 1420 / expiration date: 2018-06-30 UDI #: (B)(4). D10: yes, return date: 2018-06-22 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2017-06-30 h5: no h6: patient code(s): c76143 h6: device code(s): c62952 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was not available for evaluation. One battery was returned for evaluation. A review of the battery¿s manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported events. Failure analysis of the returned battery revealed that the device passed visual examination. Functional testing revealed that the battery was not able to provide power to a test controller. Further analysis revealed that there was intermittent power flowing through the cable assembly near to the strain relief of connector side. Supplemental testing revealed that an inner wire was broken affecting the functionality of the device. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log files revealed multiple premature power switching events that were due to momentary disconnections involving the battery. Momentary disconnection will result in an audible tone or "beep". Event log file revealed three (3) controller power up events within may 27,2018 and june 11, 2018. In each instance the battery was connected prior the loss of power. The controller was without power for 16 seconds, 8 seconds and 8 seconds respectively. The reported power switching, and loss of power were confirmed; however, these observations were recorded prior the lubrication procedure. The most likely root cause of the damaged conductor wire can be possibly attributed to the handling of the device. The most likely root cause of the reported power switching, and beeps can be attributed to momentary disconnections between the controller and the battery. A possible root cause of loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. The battery with intermittent power observed during testing likely contributed to the recorded momentary disconnections and power up events. Internal investigations were initiated to capture events involving the controller losing power and momentary disconnections. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that there was a controller power loss.

Manufacturer narrative:
Product event summary: the controller was not available for evaluation. One battery was returned for evaluation. A review of the battery¿s manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported events. Failure analysis of the returned battery revealed that the device passed visual examination. Functional testing revealed that the battery was not able to provide power to a test controller. Further analysis revealed that there was intermittent power flowing through the cable assembly near to the strain relief of connector side. Supplemental testing revealed that an inner wire was broken affecting the functionality of the device. The log files of the controller in use during the reported event, con307248, revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log files revealed multiple premature power switching events that were due to momentary disconnections as well as several momentary disconnections that did not lead to premature power switching involving the battery bat317772. Momentary disconnection will result in an audible tone or "beep." Analysis of the event log file revealed four controller power-up events on 27/may/2018 at 17:07:10, on 01/jun/2018 at 08:13:19, on 11/jun/2018 at 00:45:56, and on 15/jun/2018 at 17:58:57. The controller was without power for 16 seconds, 8 seconds, 8 seconds, and 14 seconds; respectively. A power source lubrication procedure was performed on 15/jun/2018 to mitigate the reported conditions. As a result, the reported power switching, and loss of power were confirmed; however, these observations were recorded prior the lubrication procedure. The most likely root cause of the damaged conductor wire can be possibly attributed to the handling of the device. The most likely root cause of the reported power switching and "beeps" can be attributed to momentary disconnections between the controller and the battery. A possible root cause of loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. The battery with intermittent power observed during testing likely contributed to the recorded momentary disconnections and power up events. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation investigated momentary disconnections. Other devices involved in this event: controller 2.0 con307248. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.